Event description:
The facility reported an infusion pump with a failure code 313:425:250:002 on channel c. The failure was reported to have occurred during patient use, after infusion started. The hospital representative stated that there were no reports of injury or medical intervention. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 21, 2007. Evaluation summary: evaluation of the device was completed by the baxter repair technician. The customer reported failure code 313 on channel c was confirmed in the event history however could not be duplicated. Inspection of the device revealed poor ground may introduce noise to the 1hz signal, therefore if the signal line is not large enough to make the 1 hz different signal causing the failure code 313 to manifest. The uim pcb was replaced and the device was tested by the repair technician.